Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to multiple torn traces in the ribbon cable of the response button. The cause of the non-functional response buttons is the damaged trace. The root cause of the damaged trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.